Manufacturer narrative:
Evaluation summary: customer reported hypotony after the surgery. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. A sample was not returned as the symptom was recovered without treatment and the shunt has remained in the eye. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information was requested and received. (B)(4).

Event description:
A doctor reported hypotony following a glaucoma filtration device implant procedure. The symptoms resolved without treatment. The device remains implanted.

Manufacturer narrative:
Additional information provided in describe event or problem. (B)(4).

Event description:
Additional information was provided that the causality between hypotony and device was denied.